Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8100 sn: (B)(4) customer wanted to know how to clear this error code 242.4030. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that the error code that he is receiving is a motor stall. I also explain to the customer that there could be two way on correcting this error code. The first one is to check and make sure that the motor opinion is not broken. Then I let the customer know that if that looks good then he would need to check his air in line sensor and make sure that the back board is not broken. I also let the customer know to change the motor controller board. The customer said ok and before ending the call he stated, if I have any more problems I will call back. He said thank you and ended the call.